Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4), the device was returned and analyzed. The elective replacement indicator (eri) is the result of high internal battery resistance.

Event description:
It was reported the device went to eri (elective replacement indicator) prematurely. The patient and patient's spouse reported the pacemaker was replaced because the battery was low. The patient and patient's spouse also reported that the doctor was "surprised it gave it up so quickly". The patient said that the device was tested in the office and everything was "okay". The patient started feeling bad when laying down or sitting down. The device was explanted and replaced. No patient complications have been reported as a result of this event.